Event description:
A telephone call was received from a pt in 2000. The reports that the pt has used one formulation of bovine collagen a number of times with no problems. Recently the pt was treated with another formulation of collagen for the first time. The pt reports that the pt has some black and blue spots and some redness around one eye. The pt is not sure if the second formulation of collagen was used alone or if it was used in tandem with the first formulation. The pt reports a lump that is "like a mosquito bite" on the left side of the glabella. In another telephone call from the pt in 2000, it was reported that pt has had many kenalog injections for their cystic acne. In a telephone call from the pt in 2000 the pt reported just having seen a physician where the pt went for help and being given a "steroid" injection, possibly kenalog. The physician told the pt he thought the nodule was just a lump of collagen and did not feel the pt was having an allergic reaction. Pt said that the pt has not noticed any effects from the injection yet. In another telephone call from the pt in 2000, the pt reports going again to the hosp and being seen by the chief of dermatology. He told the pt that the injection the pt received yesterday, in 2000, was kenalog. The pt reports that the lump feels softer and flatter today, but can still be seen. The pt reports that the physician did not feel it was a hypersensitivity response, rather just lumping of the collagen. Telephone call received in 2000 from the chief of dermatology who saw the pt in 2000. He called to clarify that the pt did not receive any collagen injections at this facility. The pt was initially seen here to evaluate the bruising around their eye and the nodule on their forehead. The pt has not disclosed the identity of the collagen treating physician. The physician reported that the pt mentioned that their cat had scratched the pt at the periorbital site where the bruising had been. When last seen, this area was not bruised but still had a slightly brown discolored appearance. He felt this was sequelae of the bruise and will be gone in a few days. His clincial impression of the nodule is that it is not displaying any symptoms frank enough to be diagnosed as hypersensitivity, and therefore is just a small collagen deposit.